Event description:
An administrator reported that the equipment turned off by itself during a procedure. The surgeon converted to an extracapsular cataract extraction (ecce) and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).